Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator graphical user interface (gui) display shut down during patient use. The patient was transferred to another ventilator with no harm. A covidien field service engineer (fse) inspected the device and was unable to duplicate the reported condition. The fse replaced the gui printed circuit board (pcb) as precautionary measure. The unit passed all testing and operates within the manufacturing specifications.